Event description:
Ten year old female underwent endoscopic ventriculostomy, utilizing robotic scope arm. During surgery there was spontaneous movement of the arm, which caused subarachnoid hemorrhage due to instrumental failure. Dates of use: 2007. Diagnosis or reason for use: hydrocephalus.